Event description:
The reported stated that they were receiving poor data quality in secore b locus sequencing kit - single amplification system, catalog #5311025d, lot #1380316, which is leading to "no type" data on samples. Customer is aliquoting into non validating plastics (vwr 16466042 superclear screw cap microcentrifuge tubes). Customer originally was storing the product at the recommended temperature of 20c, but they began to see data quality issues, and then switched to a storage temperature condition which is not recommended (80c). Customer provided ab1 files, gel images, and nanodrop info about the dna samples. (Pr #(B)(4)).

Manufacturer narrative:
Investigation of secore b locus sequencing kit - single amplification system, catalog #5311025d, lot #1380316 is on-going.